Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic chronic pain') and mixed connective tissue disease ('mixed connected tissue disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives and sneezing. Previously administered products included for an unreported indication: phentermine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea (" dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), genital haemorrhage ("general. Abnormal bleeding"), systemic lupus erythematosus ("lupus"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) bleeding"), hypersensitivity ("hypersensitivity,"), mixed connective tissue disease (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue,"), headache ("headaches,") and nausea ("nausea,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, genital haemorrhage, systemic lupus erythematosus, heavy menstrual bleeding, hypersensitivity, mixed connective tissue disease, weight increased, psychological trauma, fatigue, headache and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, mixed connective tissue disease, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding) bleeding),metrorrhagia (bleeding b/w periods),general. Abnormal bleeding, lupus & mixed connected tissue disease. Discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event pelvic chronic pain made medically significant and intervention required due to surgery". Historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic chronic pain') and mixed connective tissue disease ('mixed connected tissue disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives and sneezing. Previously administered products included for an unreported indication: phentermine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea (" dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), genital haemorrhage ("general. Abnormal bleeding"), systemic lupus erythematosus ("lupus"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) bleeding"), hypersensitivity ("hypersensitivity,"), mixed connective tissue disease (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue,"), headache ("headaches,") and nausea ("nausea,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, genital haemorrhage, systemic lupus erythematosus, heavy menstrual bleeding, hypersensitivity, mixed connective tissue disease, weight increased, psychological trauma, fatigue, headache and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, mixed connective tissue disease, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding) bleeding),metrorrhagia (bleeding b/w periods),general. Abnormal bleeding, lupus & mixed connected tissue disease. Discrepancy noted as essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.